Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, and medical history was not reported. Section a1. Patient identifier: (B)(6): 01570-007 section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage is a known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. The investigator felt the event of ¿hemorrhage after cerebral infarction in the left frontotemporal basal ganglia¿ was not related embotrap device, not related to the large bore catheter, not related to the cereglide71, but possibly related to the primary procedure; however, the embotrap device was used during the procedure and the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. It is unknown if there were any intraoperative study device deficiencies. Additionally, the severity of the event/impact to the patient is unknown, as the patient¿s 7-day post-procedure neurological assessment shows significant worsening regarding patient capacity for independent activities of daily living (adl), as seen by comparison to the patient¿s baseline mrs score, 0 to 5. Based on this information, this event will be conservatively reported to the us FDA, reporting under criteria 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 18-jun-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study ((B)(6)), a 60-year-old female (B)(6) with a medical history of previous covid-19 infection (2022), presented with a witnessed stroke on 06-jun-2024 at 06:00. The patient was presented to the treating hospital on (B)(6) 2024 at 09:44. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿undetermined etiologies.¿ the patient¿s baseline nihss score was 16 and a mrs score of ¿0-no symptoms.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2024 using an embotrap ii 5mm x 33 (et007533/ 23g178av). The patient¿s 24-hour post-procedure nihss score was 12. On (B)(6) 2024, the patient experienced the adverse event of ¿hemorrhage after cerebral infarction in the left frontotemporal basal ganglia,¿ which became known to the site on the same day and to the sponsor on 18-jun-2024. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as not related to the embotrap device, not related to the large bore catheter, not related to the cereglide71, but possibly related to the primary procedure. The event was treated with medication. The outcome is recorded as ¿recovering/resolving,¿ with no end date listed. The patient was discharged to a rehabilitation center on (B)(6) 2024 with an nihss score of 14 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention.¿ additional information was received from the excellent study clinical team via email on 21-jun-2024. Summary: per the information received, the investigator believed that the hemorrhage was caused by vascular injury during the thrombectomy; ¿it¿s a common complication. Target occlusion location for this procedure include ica and m1.¿ regarding how the event was treated, it was said, ¿no antiplatelet and anticoagulation therapy are taking for this subject. This subject was treated with dehydration to reduce intracranial pressure, free radical scavenging, lipid regulation and plaque stabilization and other comprehensive treatment.¿ there were no study device deficiencies during the procedure. Additional procedure details were noted on the clinical database, the crf, at the time of this review. Summary: the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2024 using an embotrap ii 5mm x 33 (et007533/ 23g178av) for occlusions at the left carotid t. The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 3, with clot retrieval in the stent-retriever. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 rebar tm-18 microcatheter, a 0.068 ace68 intermediate catheter, and a 0.088 gmax088 long sheath were also used.